Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the braid would not open in the middle segment of the device. The cause of the failure to open/twist was not determined.

Event description:
Medtronic received a report that the pipeline device was partially deployed and continued to either twist or fail to open despite multiple attempts to place device across the aneurysm neck. There was failure to open in the middle of the pipeline. The middle of the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were additional steps or other devices required to open the pipeline. The device was resheathed and repositioned several times without successful opening, several attempts to load and unload the device were made as well without success. The pipeline was removed from the patient, pulled out into the rhv/touhy. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured middle cerebral artery (mca) aneurysm. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was successful deployment of a different device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.